Event description:
During review of the pump's event history by baxter personnel, it was found that a colleague infusion pump experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device utilizes user interface module master software version 6.13.92 categorized as remediated. No additional information is available.

Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history and was found to be due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)